Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level around 500 mg/dl and a ketone level identified as dangerous (diabetic ketoacidosis). Reportedly, customer was unsure if the pump was functioning properly, and also indicated that the customer "was not eating well", possibly due to depression. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved; however, suffered damage to eye sight. Reportedly, customer is currently in facility for treatment of depression and has reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a separate issue captured in medwatch mfg report # 3013756811-2019-53825.